Event description:
It was reported that the device displayed an alert 02 and alert 01 when the nurse was trying to start therapy. The patient was moved up to the ICU. Per troubleshooting, the device was put in manual control. Nothing was attached to the fluid delivery line. System hours were 2200, pump hours were 2016 and inlet pressure was -7psi. Ms&s suggested sending the device to biomed for a complete functional check.

Manufacturer narrative:
The reported event could not be confirmed as no sample was returned for evaluation. A potential failure mode could be '3.3 poor flow¿ with a potential root cause of '3.3.2 incorrect setup causing pad lines occlusion, e.g. Kinking.¿ the lot number is unknown; therefore, the device history record could not be reviewed. The product code for this z300-unknown arcticgel pads product is unknown. Therefore, bd is unable to determine the associated labeling to review.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that the device displayed an alert 02 and alert 01 when the nurse was trying to start therapy. The patient was moved up to the ICU. Per troubleshooting, the device was put in manual control. Nothing was attached to the fluid delivery line. System hours were 2200, pump hours were 2016 and inlet pressure was -7psi. Ms&s suggested sending the device to biomed for a complete functional check.